Event description:
It was reported that the patient expired in 2008. Reportedly, the device was implanted on the same day. It is unknown if the patient's demise was related to the device, as no other details were provided.

Manufacturer narrative:
Device not returned.